Event description:
The customer reports that on the in room monitor, there was no information about a wedge in the field, so the therapist didn't place it on collimator. The 4ditc allowed them to irradiate the patient without this wedge. This was the last field in the plan so they tried to close the patient but it failed, the customer then noticed that on the printed plan report, there was a wedge on the last field. The customer closed the patient without saving to the database, they opened the plan once again and noticed that the wedge in this field appeared.

Manufacturer narrative:
The report describes a misadministration, however, there is no further patient information. This is a known and previously investigated issue. Delivery of a treatment field without the planned and calculated wedge will result in an overdose from that beam as well as unintended dose uniformity within the treatment volume. The most serious scenario would be treatment delivery with the monitor units generated for a 60 degree wedge filter without the wedge in place. The beam would then deliver approximately twice the intended dose, (wedge factor of 0.503 for a 6x beam), without a warning to the operator. In a typical hypo fractionated case with 3 fractions and 3 fields, this error could represent 33% daily dose error, 11% total. The missing beam add-on would be expected to be detected due to the failure to save the beam treatment history back to the database and no more than one fraction delivered in error. All corrective action regarding this issue will be reported under the guidelines of 21 cfr part 806. Should relevant patient information become known, varian will report in a follow-up, otherwise, no additional follow-up to this MDR is expected.